Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR ¿the reported glucose values fall within the c zone of the parkes error grid". H2: correction.

Event description:
The reported glucose values fall within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020 at 12:00 pm the patient took 15 units of lantus (slow acting insulin). The patient passed out at 6:00 pm while shopping. The cgm read 122 mg/dl. No fingerstick was checked immediately as his bg monitor was in the car and not with him in the store. The father gave him a drink of orange juice at 6:03 pm and checked a fingerstick which was 40 mg/dl. At 6:05 pm, the bg was 88 mg/dl. At 6:10 pm the cgm was 65 mg/dl. The father did not call an ambulance or take the patient to the hospital. He provided two glucose tablets (total 8 mg of fast acting carbohydrate). At 6:15 pm, the cgm was reading over 100 mg/dl. The patient had normalized by 6:30 pm (specific bg value not reported) and he had a normal meal at 7:00 pm. At the time or the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.